Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. However, per a case communication, ¿patient's activity level was high. So, the surgeon decided it is not the product failure.¿ the patient impact beyond the reported symptoms and revision cannot be determined and the patient¿s current health status is unknown. Therefore, no further clinical/medical assessment is warranted. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in the warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, the quality and manufacture of ultra-high-molecular-weight polyethylene shall be controlled. This material is used in the manufacture of surgical implants and instruments, and can be considered a surgical grade of ultra-high-molecular-weight polyethylene. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2021, the patient experienced pain, feeling of wrongness, patella collapse (on (B)(6) 2022) and patellar fracture (on (B)(6) 2022). This adverse event was treated by a revision surgery on (B)(6) 2023, in which a gen ii 7.5mm resur pat 35mm was explanted and a jrny ii cr isrt xlpe rt sz 7-8 9mm was exchanged. Furthermore, the insert was exchanged to reduce pressure on the patella. Patient's current health status is unknown.